Event description:
Customer's mother reported customer received high glucose readings from their freestyle lite meter and treated customer with insulin accordingly. Customer's mother reported customer experienced symptoms of dizziness and fainted then fell off the tree. Customer's mother reported treating customer with food to alleviate the symptoms. There is no report on diagnosis; an investigation into the details of this event is in process.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.